Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula's of the infusion sets are bending and causing leaks. The patient experienced elevated blood glucose levels. The caller alleged this has occurred with different lot numbers. The lot numbers were not provided. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.